Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and a bent needle that is partially exposed on the side of the applicator was observed. However, dexcom is unable to fully perform an investigation to determine the cause of failure due to the sensor wire not being returned.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon removal of sensor pod, patient was unable to locate sensor wire. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.